Event description:
The inserter of the device found after a successful stick that the catheter would not move off the stylet using the push tab. "It would not move at all", the needle could not be retracted. There was no injury to the pt. The device was removed and discarded. Another stick was done successfully with another type of device.